Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to a cylinder rupture that led to fluid loss. All components were removed and replaced. There were no patient complications reported.